Manufacturer narrative:
Citation: van der wulp k et al. Feasibility and outcomes of tavi using the left axillary artery as primary access site. Ann thorac surg. 2018 oct 4. Pii: s0003-4975(18)31353-5. Doi: 10.1016/j.athoracsur.2018.07.093. Epub 2018 oct 4. Earliest date of publish used for event date and death date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding clinical outcomes of transcatheter aortic valve implantation using the left axillary artery as the primary access site. All data were collected from a single center between december 2008 and june 2016. The study population included 362 patients (predominantly male; mean age 80 years), 311 of which were implanted with a medtronic corevalve bioprosthetic valve and 50 were implanted with a medtronic evolut r bioprosthetic valve. No serial numbers were provided. Among all patients, 6 deaths occurred during the procedure due to: annulus rupture (1 patient), partial (4 patients) or complete (1 patient) coronary obstruction with subsequent myocardial infarction and cardiogenic shock. One patient died two days after the procedure after left axillary artery related life-threatening bleeding was observed and the autopsy discovered intra-thoracic hemorrhage originating from the ostium of the subclavian artery. Based on the available information, medtronic product may have caused or contributed to these deaths. The 30-day mortality included 19 patients and the 1-year mortality included 69 patients. Based on the available information, medtronic product did not cause or contribute to these deaths. Among all patients, adverse events included: new permanent pacemaker implantation, second valve implantation (resulting from ectopic deployment, embolization/migration, and severe paravalvular leakage), conversion to surgical aortic valve replacement (due to incorrect position or left ventricular perforation),tamponade, new left bundle branch block, new atrioventricular conduction disturbances, myocardial infarction, stroke, transient ischemic attack, minor/major/life-threatening bleeding. Based on the available information, medtronic product may have caused or contributed to these adverse events. Among all patients, access site adverse events included: conversion to transfemoral access (due to iatrogenic dissection), left axillary artery access site bleeding requiring surgical intervention for proper hemostasis, flow-limiting dissection and/or stenosis with stent placement, left axillary artery dissections, cutaneous/venous access bleeding, and diagnostic site (arterial/venous) bleeding. Based on the available information, medtronic product may have caused or contributed to these adverse events. No additional adverse patient effects or product performance issues were reported.